Manufacturer narrative:
Signs of third party repair was noted and third party gasket was replaced.

Event description:
The micro reciprocating saw was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.